Event description:
A female patient underwent initial aaa repair in 2004. The procedure consisted of a main body, three iliac legs and a leg extension graft. The procedure went without incident. In 2009, a second procedure was deemed necessary by the physician in order to resolve a distal type I endoleak. A zenith zt leg graft was placed as well as an iliac leg extension. The endoleak was due to an increase in growth of the aneurismal common iliac. The physician extended with the zt leg graft, however, he did not get an adequate seal and then used the extension to extend further down the external iliac. The status of the patient at this time is unknown.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occuring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement, proper ballooning sites. The distal endoleak was caused by an increased growth of the aneurismal common iliac. It is unknown at this time what caused the aneurysm in the common iliac to develop. Possibly a type 2 endoleak, although this cannot be confirmed at this time. We will continue to monitor for similar complaints.